Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response and alarmed button error due to corroded keypad traces. There was no moisture damage on the electronic or motor assemblies. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that his pump got wet at the water park and now alarming button error with no buttons working. The customer stated that he was using his backup pump. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.